Manufacturer narrative:
H11: corrected data: corrected sections f10 (device code). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
The 25mm aortic pericardial valve was implanted 10 years, nine months, at time of the valve-in-valve procedure. There was no allegation of premature failure of the surgical valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot conclusively be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely led to the event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 25mm valve, with an unknown implant duration, underwent a valve-in-valve procedure due to stenosis and regurgitation. The tavr was performed with a 9600tfx 26mm valve. No other details were provided.